Manufacturer narrative:
The patient¿s age and weight were not provided. This medwatch is reporting the motor. The referenced primary console was reported under medwatch MFR report # 2916596-2018-00924. The motor is not a single use device. Approximate age of the device is 4 months (calculated from the manufacture date of the motor). The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6) hospital, (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal membrane oxygenation (ECMO) support on (B)(6) 2018. It was reported that during ECMO support on (B)(6) 2018, the primary console indicated a system alert: s3 message. Upon inspection, the motor was making a sound. Flow was still present at the time. The primary console was then switched off but the flows remained. The patient remained asymptomatic and was switched to backup equipment with no issue. No additional information was provided. During the manufacturer¿s analysis of the log file, a potential issue with the motor was found.